Manufacturer narrative:
Philips has investigated this complaint. The philips remote engineer (rse) confirmed that the system was stalled at 00:00 and the system would not recover even after shutdown or restart. The field service engineer (fse) confirmed the reported problem and replaced the hdd. Following replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start, stalling at 0:00. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.